Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) for the reported event of gold probe failed to cauterize. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe¿ was used during an endoscopy procedure performed on (B)(6) 2014. According to the complainant, during preparation the gold probe failed to cauterize. Additionally, the device was connected to an adapter cable and despite an increase in power setting no cautery was produced. The procedure was completed with a second gold probe using the same generator and settings. No visible issue to the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.